Event description:
It was reported that modules were not working on the right side of the pcu and a bad iui was found and replaced. The device was then checked for operations and all checks passed. The customer stated no further information will be provided. No patient harm reported.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 31jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that modules were not working on the right side of the pcu and a bad iui was found was not determined because no product was returned. The reported issue that modules were not working on the right side of the pcu and a bad iui was found could not be confirmed no product was returned for investigation. No further investigation of this issue is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that modules were not working on the right side of the pcu and a bad iui was found and replaced. The device was then checked for operations and all checks passed. The customer stated no further information will be provided. No patient harm reported.